Event description:
Note: this MFR report pertains to the second of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6526, #3005099803-2008-6283, #3005099803-2008-6285, and #3005099803-2008-6286 for a description of the other devices. According to the complainant, the physician attempted to stop a bleed with a second resolution clip device, and the clip did not release from the catheter. The physician attempted to complete the procedure with a third resolution clip device.

Manufacturer narrative:
A visual inspection of the returned device revealed that the sheath grip was detached from the over sheath. The clip assembly was not deployed. Once the clip assembly was exposed, it was possible to open and close the clip. The clip assembly was able to be deployed properly. The root cause is unable to be identified/defined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.